Event description:
A report was received that one of the patient's leads had protruded through the skin the patient was prescribed oral antibiotics prior to the revision to reposition the leads. During the revision the physician elected to explant the entire system as pus was noted around the ipg site. The patient was prescribed IV antibiotics following the explant procedure and the patient is doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2366-70 serial#: (B)(4), description: linear 3-6 lead, 70cm model#:sc-1110-02, serial#: (B)(4). Description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that one of the patient's leads had protruded through the skin the patient was prescribed oral antibiotics prior to the revision to reposition the leads. During the revision the physician elected to explant the entire system as pus was noted around the ipg site. The patient was prescribed IV antibiotics following the explant procedure and the patient is doing well.

Manufacturer narrative:
(B)(4)